Event description:
It was reported that the pt experienced no stimulation sensation beginning the day before the initial report. There was no known accident or incident. The pt had two devices. The pt programmer was showing stimulation on and he could change programs and amplitude, but was not getting any stimulation. The pt may have lost stimulation after working with a bunch of kids the night before, but was too tired to notice. The pt had been to a children's program where he showed how electricity works to the children. The pt had been to the location multiple times since implant. The only new thing he was around was an (B) (4) and (B) (4). The pt's status was reported as fair. At an appointment the next day, the lead impedances were all xxx instead of numbers for one of the leads on the printout provided to the pt. When they used the clinician programmer and went into about device under bat, it showed 0.000v, but they were able to navigate from screen to screen on the clinician programmer. There were also tni codes noted on the recharger. A short physician mode recharge was performed. The battery was then showing 3.930v and was able to conduct electrode impedances. All impedances were within range and the pt felt proper pain coverage. Engineering assessment of the issue noted that it looked as if the device somehow got into an unk, anomalous error state as there was no reason a properly functioning device should transmit a battery voltage of 0.0v. Also, it was a correction to the device (physician mode recharge, power-on-reset) rather than a correction to the clinician programmer that fixed the problem.

Manufacturer narrative:
(B) (4). This report is being submitted following an internal audit.